Event description:
The customer reported "the tubing dislodges from the piece used to spike the bag". Two occurrences have been reported to the facility's blood bank. No patient injury or exposure issues reported. No additional information available.